Event description:
On (B)(6) 2015, the reporter contacted animas alleging boluses that were entered and delivered from the meter remote were not recorded in the pump¿s history. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/15/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior or related alarms. The meter was not returned with the pump. A test meter successfully paired with the returned pump. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm; boluses were programmed from the test meter successfully. All deliveries performed during investigation were accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.